Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 upon review of the additional information provided, (B)(4) is no longer reportable due to duplication to (B)(4).

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned . A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - please confirm the number of patients affected by the alleged deficiencies? - have any of these events been previously reported to ethicon? If yes, provide the respective reference number(s). - what are the procedure name(s) and date(s)? - can you identify the lot numbers and product code of the product that was used? - were there patient consequences? If yes, please specify. -what was being done when the needle detached from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? - how many devices demonstrated the alleged deficiency ("since some sutures with loose needle")? -did the needle fall into the patient? If so, please provide the following information: -were x-rays taken to locate the needle? -was the needle piece removed from the patient during the same procedure? C. Does the needle remain in the patient¿s tissue? D. "What tissue structure is it located? Size of the needle retained e. Are any plans in place to remove the needle piece in future?" -if retained, what is the surgeon's opinion of consequences to the patient? - how many devices demonstrated the alleged deficiency ("...others with the thread frayed...")? -what was being done when the suture frayed ("...others with the thread faded...") (Removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Suture damage was reported since some sutures had loose needle and others with the thread frayed. Additional information was requested.